Manufacturer narrative:
Vyaire medical performed a failure investigation and according to the investigation, it is considered that manufacturing personnel contributed to the reported defect due to if hair mesh and ninja hat are not properly used inside manufacturing areas, a hair contamination could occur. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that they found a hair inside the sterile packaging of 8f suction catheter. The issue occur during preparation for suctioning of endotracheal tube